Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started by tandem technical support but customer was unable to complete at time of call. Multiple attempts were made to complete the system check, however, no response was received. Customer¿s blood glucose level was 300 mg/dl.